Event description:
It was reported that the patient presented with the preoperative diagnosis of internal disk disruption l5-s1 with severe degenerative disk disease and radiculopathy. The patient underwent surgery which consisted of anterior complete discectomy and bilateral foraminotomies l5-s1; anterior interbody fusion using precision graft with bmp and a 16mm height graft; internal fixation using anterior plate with 6.5 x 25 mm length screws in l5 and s1. Imaging was utilized though out for confirmation/alignment. No patient complications were reported. (B)(6) 2011: the patient underwent a MRI which demonstrated annular bulging and degenerative disc and facet changes at l4-5. (B)(6) 2012: the patient reported that during the trial for the spinal cord stimulator they had no coverage of the left lateral foot, toes, or left dorsum foot despite stimulation and 100% coverage of the leg and back area otherwise. (B)(6) 2012: the patient presented with narcotic dependent low back, and left leg pain and post laminectomy syndrome. The patient underwent a laminectomy with epidural electrode array placement. It should be noted that a lysis of adhesion was required for placement of the array. No patient complications were reported. (B)(6) 2012: the patient presented with persistent constant back and leg pain and distal numbness and tingling into the left foot dorsum and toes. The patient complained of some right thigh achiness which was attributed to his abnormal gait. The patient described the feeling in the foot as if the left foot were swollen to three times its size. The patient also reported stabbing sensations in the back and worsening symptoms with ambulation. Though the patient had initially reported some relief with the spinal cord stimulator, they said their symptoms worsened approx. One month after implantation and following a physical therapy session. (B)(6) 2012: the patient presented with displacement of the lumbar intervertebral disc without myelopathy and underwent a lumbar myelogram which was grossly unremarkable. A CT post myelogram demonstrated status post anterior fusion with inner discal cage placement at the l5-s1 level, stable in appearance when compared to (B)(6) 2011. Interval development of a partially calcified soft tissue density was seen in the subarticular region at the left l5-s1 neural foramen of uncertain etiology, but new when compared to (B)(6) 2011 causing potential compromise to the traversing s1 nerve root tube and the exiting l5 nerve root. Partially calcified disc fragment, or inner discal disc material could not be excluded, though the latter was felt less likely. There was a mild diffuse annular disc bulge at the l4-l5 level, stable when compared to the previous study and with minimal narrowing of neural foramen suggested on the right. (B)(6) 2012: the patient presented with persistent low back and left leg pain which had become less responsive to the spinal cord stimulator. The back pain was localized in the lumbosacral junction and leg pain followed a l5 distribution. The patient also reported distal left leg numbness and tingling. The patient had an antalgic left gait. The patient walked slightly bent to the right and forward. A no contrasted CT scan indicated an apparent fusion with heterotopic bone growth formation at the left l5 exit foramen. At l4-5 there appeared to be a herniated disc and facet hypertrophy producing lateral recess stenosis bilaterally. (B)(6) 2012: the patient underwent a lumbar spine CT post myelogram which showed further increasing osteophyte formation at the left apophyseal joint at l5-s1 encroaching on the inferior half of the left neural foramen at that level. The finding was slightly progressed when compared to (B)(6) 2012 and was essentially new when compared to (B)(6) 2012. There was circumferential bulging of the l4-ls more so than l3-l4. There were no additional foci of canal stenosis or neural foramen encroachment identified. (B)(6) 2012: the patient presented low back and left lower limb pain. (B)(6) 2012: the patient presented with continued significant back and leg pain (l5 distribution) despite adequate spinal cord stimulator function. A previous CT scan was reviewed which showed no herniation at the cephalad levels and an enlarging bone spur on the left l5-s1 significantly encroaching on the left l5nerve root. The fusion appeared satisfactory. (B)(6) 2012: the patient underwent an emg study which revealed a chronic left l5 radiculopathy. (B)(6) 2012: the patient presented with post laminectomy syndrome of the lumbar spine and chronic lumbar radiculopathy. The patient also describe quite a bit of burning, sharp, ¿gnawing¿ pain in the left foot. The patient reported that the spinal cord stimulator did not help and occasionally aggravated their foot symptoms and that he had turned he stimulator off the past month. Medications: 7.5 mg percocet x 3-4/day. (B)(6) 2012: the patient presented with persistent mechanic back and l5 radicular pain down the right leg. Per the encounter notes the patient had been trialed on multiple therapeutic agents and injections without improvement. A CT scan had indicated annular bulging and facet arthorpathy at l4-5 and spondylosis compressing the right l5 nerve root at l5-s1. (B)(6) 2012: the patient presented with left l5 radicular pain and the preoperative diagnosis of internal disc derangement l4-5, prior fusion l5-s1. The patient underwent a lumbar discogram which revealed right l4-s facet pain. (B)(6) 2013: the patient presented with persistent back pain and left l5 radicular pain. A previous CT scan had shown an enlarging spur versus heterotopic ossification compressing the l5 root. The fusion at l5-s1 seemed to have healed satisfactorily. No other areas of impingement were noted. (B)(6) 2013: the patient presented with facet spondylosis with low back pain l5-s1. The patient underwent a selective medial branch blocks at l4 and l5 left. No patient complications were noted. (B)(6) 2013: the patient presented with back and left lower extremity pain. The patient underwent a re-exploration, decompression with resection of axillary heterotopic bone l5-s1 on the left with subtotal facetectomy. (B)(6) 2013: the patient presented with the preoperative diagnosis of l5 left lower extremity radiculopathy due to heterotopic bone l5-s1 left. The patient underwent surgery which consisted of a re-exploration, decompression with resection of axillary heterotopic bone l5-s1, left and subtle fasciotomy. Gross findings: isolated bone pearl, axilla left l5 root compressing the thecal sac and axillary portion of l5 with chronic changes. No patient complications were reported. (B)(6) 2013: the patient presented, post op, the patient reported not much change in the lower back or leg pain. He stated that he continued to have pain in the lower back and down the posterior aspect of the left leg. Medications: percocet 10 mg x 4-6 a day and flexeril 10 mg x 1-2 a day. Qswestry disability score was 68/100. (B)(6) 2013: the patient presented with persistent with persistent back pain and left l5 radicular pain. Per the encounter notes the patient had had multiple reprogramming events on the spinal cord stimulator without improvement. (B)(6) 2013: the patient presented with lumbar spondylosis and left foot pain and tingling. The patient underwent a three phase radionuclide bone scan which showed: asymmetric tracer uptake toward the medial aspect of the right foot on the blood flow and blood pool images tended to normalize on the delayed images with only minimal residual asymmetric tracer uptake at the great toe. The finding could have suggested the presence of cellulitis in the overlying soft tissues with no definite underlying osteomyelitis. The great toe finding on the right might merely reflected osteoarthritis; tracer uptake at the expected location at the base of the right fifth metatarsal was best evident only on the delayed images. The finding was unlikely to be infectious in etiology. The finding was otherwise nonspecific and could have been the consequence of healed prior trauma or arthropathy at the articulation of the base of the fifth metatarsal with the cuboid; asymmetric tracer uptake at the tibiotalar joint on the right was also likely arthritic in nature; there was facet arthropathy on the left at l5-s1. 5; and there was mild osteoarthritis of the knees bilaterally, especially at the pateilo-femoral joints. (B)(6) 2013: the patient presented with persistent with back pain and left l5 radicular pain. Per the encounter notes previous removal of a heterotopic bone growth compressing the l5 root did not provide improvement to the patient¿s symptoms. Impression: chronic l5 radiculitis in the left lower extremity due to heterotopic bone growth formation and chronic refractory low back pain, post laminectomy syndrome. (B)(6) 2013: the patient presented with persistent back pain and left l5 radicular pain. Radiographically the fusion had appeared solid. A previous discography at l4-5 had shown only facet pain. The patient had not responded to medial branch blockades or radio frequency ablation. An isotopic bone scan had not indicated and etiology for left foot pain however, the predominate pain was in the patient¿s foot. Impression: chronic l5 radiculitis in the left lower extremity due to heterotopic bone growth formation and chronic refractory low back pain, post laminectomy syndrome. The patient was interested in having the scs device removed as they felt it was not providing any relief. (B)(6) 2013: the patient presented for a discussion on the removal of an ineffective spinal cord simulator device with trail conversion to an independent contract control constant current epg. The first stage of surgery was scheduled for (B)(6) 2013. (B)(6) 2013: the patient presented with post laminectomy syndrome with left leg radiculitis. The patient underwent surgery which consisted of the removal of the left gluteal ipg, coverage of hip and thigh with epg stimulation during intraoperative assessment. No patient complications were reported. (B)(6) 2013: the patient presented with a history of herniated disc pulposus. The patient underwent a lumbar spine CT scan which showed at eh l5/s1 level there was a new small left foraminal disc protrusion with left sided facet arthropathy causing moderate to severe left neural foraminal stenosis with increased prominence compared to the prior study. Hardware appeared intact and stable. There was mild disc bulging and disc space narrowing at l4/5 with mild bilateral neural foraminal stenosis. (B)(6) 2013: the patient presented post spinal cord placement with an approx. 40 % improvement in bilateral lower extremity and foot pain. There was no improvement with the back pain. The device was reprogrammed but, per the encounter notes, they were unable to attain back coverage. The patient was pleased with the trial and wanted to go forward with the revision. Impression: chronic l5 radiculitis, left lower extremity due to atrophic bone formation and chronic refractory low back pain post laminectomy syndrome, lumbar spine. (B)(6) 2013: the patient presented with post laminectomy syndrome and underwent surgery which consisted of a revision spinal cord stimulator which consisted of removal of penta laminectomy array, and replacement with artisan t8-9, array placement t11-t12 left, and ipg placement. No patient complications were noted. (B)(6) 2013: the patient presented, post op, with 30- 40% back coverage but no coverage in the foot. Reprogramming of the stimulator occurred after which the patient felt they could feel some stimulation and coverage in the left foot. The patient underwent x-rays which showed the lead was well positioned midline covering t8 to t9 and the additional percutaneous lead was seen covering the bottom of t10 in all of t11 and t12 slightly left of midline. The ipg was appropriately placed in the left gluteal region.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.